Event description:
A bolus of normal saline was delivered followed by a primary delivery of 500cc at a rate of 125 cc/hr and a piggyback delivery of 50cc of a zosyn solution at a rate of 100 cc/hr. The piggyback source container was empty when the nurse checked on the pt, after less then 15 minutes of infusing. The nurse reported that the pump was still delivering the piggyback infusion (although the bag was empty), and the primary bag was dripping. No pt injury occurred.